Event description:
The source literature reported lead abnormalities comprised of repeated episodes of electrical noise or low impedance values which were less than 200 ohms in bipolar configuration. The data was comprised of 1111 transvenous pacemaker leads implanted in 703 patients between april 1990 and july 2020. Included in the study population were 195 boston scientific corporation ingevity leads including model numbers 7731, 7740, 7741 and 7742. Patient's who were implanted with ingevity leads were the oldest at the time of implant. There was no observed noise or out of range pacing impedance measurements observed with the ingevity leads. However, there was one 7741 ingevity lead which was not included in the population that exhibited pacing impedance measurements greater than 2000 ohms and elevated threshold measurements due to a conductor fracture. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.